Event description:
It was reported that oversensing was observed approximately 22 months after implantation. The lead was explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
The returned lead underwent extensive analysis. During visual inspection, multiple signs of wear along the lead were found. In the distal portions, insulation was damaged due to friction. This damage is highly likely the cause of the oversensing reported. The position and characteristics of the wear suggest a heavy mechanical load imposed on the lead near the tricuspid valve. The root cause to be considered is significant lead movement. Reasons for an elevated level of stress on the lead in the implant state are difficult to determine without any x-ray images, diagnostic imaging of another sort or additional patient information. Other influencing factors that should be considered include the ingrowth response of the lead in the distal region, individual patient anatomy, and any increased patient physical activity, particularly any involving the upper body. Furthermore the analysis revealed damage that occurred during extraction. The shock coil was deformed and the fixation screw was bent. The production process for this device was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary: there was no indication of a materials defect or a manufacturing defect.